Event description:
It was reported that there was an expired stimloc burr hole cover. It was noted that the scrub technician, who usually does not open product chose to do so without checking the expiration date, therefore, bypassing existing procedures to prevent the use of an expired product. It was noted the technician opened the product and made it available for implant before other staff were present for the case. This bypassed existing procedure of the industry representative and the circulating nurse from verifying the product prior to opening. It was noted that there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
(B)(4).